Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open pneumo-resection procedure, while closing the chest, when the surgeon opened the package they found out that the needle and suture were detached. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and photographic inspection noted one suture and one needle detached. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.